Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip was successfully deployed. The second clip delivery system (cds) was advanced to the mitral valve; however, the clip could not grasp the leaflets. Flouroscopy showed the posterior gripper not lowering. The clip was inverted and retracted back for troubleshooting. But the gripper arm would not lower. The cds was removed with the clip attached. It was noted that the cds was re-tested at the back table, and the gripper arm would still not lower. The procedure continued with a new cds. Two clips were implanted, reducing mr to 2. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported gripper actuation issue was not confirmed and the positioning failure could not be replicated in a testing environment. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. The investigation was unable to determine a cause for the gripper actuation issue resulting in positioning failure. Functional testing confirmed that the grippers functioned as intended with no gripper actuation issues observed. There is no indication of a product issue with respect to manufacture, design, or labeling.na